Manufacturer narrative:
At this time, product has not yet been returned. Sensor kit expiration date is 31-jul-2023. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of incident is unknown. The date entered in section b3 is per the customer's report of " around (B)(6) 2023." The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the adc device detached prematurely. The customer was therefore unable to monitor glucose. The customer experienced symptoms of sweating, knee pain, seizure, and loss of consciousness. A third-party provided treatment with glucose gel. There was no report of death or permanent injury associated with this event.